Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level ranging from 540 mg/dl to 562 mg/dl, and confusion. The cause of the reported issue was unknown. Customer exercised and delivered a bolus to address bg level. Recommendation was made to discuss diabetes management with a health care professional.